Manufacturer narrative:
Correction: the initial MDR should not have been submitted as this event is not reportable. This report is submitted on may 7, 2019 by cochlear limited on behalf of cochlear americas. Exemption number e2016011.

Manufacturer narrative:
This report is submitted on april 5, 2019, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the audiologist, the patient experienced magnet dislodgement during an MRI (tesla strength not reported) on (B)(6) 2019. The magnet was placed back into correct position without surgical intervention. The implanted device remains.